Event description:
While perfoming a liver biopsy, the co-axial needle broke off in the patient's liver. Patient had to be taken to surgery to remove the needle from the liver.

Event description:
While perfoming a liver biopsy, the co-axial needle broke off in the patient's liver. Patient had to be taken to surgery to remove the needle from the liver.